Manufacturer narrative:
The returned product was evaluated and found the pod to have terminated in a hazard alarm, a safety feature not considered a malfunction. The exposed portion of the soft cannula was found to have a tear and cause a leakage. It could not be determined when the tear occurred or if it contributed to the reported bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 145185caw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl and the pod had to be removed due to a hazard alarm. There was also bleeding noted at the site. The pod was worn between 24 and 36 hours on the arm.